Event description:
Pt has several reported events of direct blows to the generator. Presents to office on 4/5/95 "getting short circuit type stimulation around the generator & cuts off at unannounced times." Stimulation is intermittent and unpredictable. Damage to the extension suspected, especially at the connection to the generator. Pt returns to office 4/12/95 reports worsening pain. Pt return to or on 4/28/95 fwor suspected malfunctioning extension replaced.